Manufacturer narrative:
A supplemental report will be provided when the investigation has been finalized. (B)(4).

Event description:
It was reported that during patient treatment using infant settings, the user decided to go to a standby to pause the ventilation. When the standby button is pressed, two choices are given on the screen. 1. Go to standby and 2. Go to standby and return to startup configuration. In this case the user chose alternative 2. The start up configuration on this machine was preset to adult patient category and prvc mode. When resuming the ventilation again, the user did not notice that the patient category and settings change was performed when accepting alternative 2. As a consequence of the user action, the patient was exposed to a larger volume and higher pressure than intended, for one or two breaths. There was no patient harm. (B)(4).